Event description:
Rptr noted that these syringes are contaminated. Upon pulling back barrel of syringe, a white fiber substance (fuzz) was noted. Rptr has a total of 5 boxes affected with this problem; 3 lot numbers involved.